Event description:
It was reported that a catheter issue occurred. The target lesion was located in the severely calcified vessel. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During procedure, due to severe calcification, the catheter fractured. The procedure was completed with another of the same device. There were no patient complications reported.